Manufacturer narrative:
The service technician advised customer to check the battery voltage and found that the battery was at 12.6 volts. The battery indicator indicates charging when ac is connected. The customer replaced the power management board and corrected the unit would not operate from ac or dc. The customer charged the battery and corrected the unit will not operate from battery.

Event description:
The customer reported the unit will not operate from battery power and the unit would not operate from alternating current (ac) or direct current (dc). There was no patient or user harm reported.